Event description:
A 24mm diameter x 14mm diameter x 13.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. A spiral CT scan performed in july 2001 showed the diameter of the abdominal aortic aneurysm measured 42mm. The infrarenal neck diameter measured 22mm, and the infrarenal neck length measured 15mm. The diameter of the right and left common iliac arteries measured 10mm, and the external iliac arteries measured 7mm in diameter. It was reported that both iliac arteries were small and may need a conduit for access. It was reported that both iliac arteries were angioplastied with a 7mm angioplasty balloon. A ring of calcium was noted angiographically. The physician was not able to access the left iliac artery with a 16 french dilator, nor was he able to access the right iliac artery with a 21 french dilator; however, a 16 french dilator was successfully passed. It was reported that the physician formed a "chimney" (conduit) to access the right iliac artery for a retroperitoneal approach; however, the physician did not create a tunnel for straight access to the aorta. The conduit created a 90-degree angle to the common iliac at the bifurcation of the aorta. It was reported that the physician had difficulty accessing the aorta with the device because the bifurcation was too tight and narrow. However, the device was inserted, but the physician noted a kink 7cm distal on the graft catheter. It was reported that there was no back-up device available. The physician deployed the stent graft and pulled the runners back in without loss of stent graft position. The black ring was pulled back; however, 4cm of the graft remained in the sheath. The physician attempted to remove the delivery system, but the stent graft was pulled down; therefore, the physician elected to convert the pt to conventional open repair. It was reported that the pt expired two hours after the open conversion procedure. The cause of death is unknown; however, it was reported that the pt had fragile vasculature, and suturing the conventional graft caused the vessels to tear.